Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked graphics and text. Additionally, the touch screen was frozen and unresponsive. Customer's blood glucose was 188 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.